Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Refer to the attachment to the medwatch for all patient data. Some of the results were released from the laboratory, but some results were caught in the system and were amended before release. The calcium reagent lot number was 608144. The albumin reagent lot number was 611692. The urea reagent lot number was 583200. The total protein reagent lot number and all of the expiration dates were requested but were not provided.

Manufacturer narrative:
The customer changed the probes and ran precision checks that failed. The field service engineer found the rinse nozzle was crashing into the side of the cells and most of the cuvettes were damaged. The reagent probe and sample probe were misadjusted he adjusted the rinse nozzle and adjusted the reagent probe and sample probe. Precision testing and qc results were then acceptable. The investigation determined the service actions resolved the issue.